Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, power on test, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-29 alarm was not identified however a f-82 (no acknowledgment message from slave cpu for three communication trials) alarm was identified during power on testing. The cause of the condition was determined to be damage on the pcb cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-29 (two occlusion sensors (up and down) cannot be selected) alarm on both channels. This was noted before use. There was no patient involvement. No additional information is available.